Event description:
It was reported that the xenon light source had a spare lamp kept coming on even after a new lamp change and it intermittently went to the spare lamp during an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.